Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient's mother stated that at school the battery pump's battery power was low and the school nurse assisted the patient in changing the battery. The mother said the patient's blood glucose had been steadily increasing since that time and was at 519 mg/dl at the time of the call to animas later in the day. She notes that the patient was dizzy and thirsty. She had not checked ketones and the patient did not have any nausea or vomiting, chest pain, or shortness of breath. The patient ate sweets before the time of the blood glucose elevation and the pump was suspended for an hour following the battery charge. The patient's infusion site on her body was red with a bump but the cannula did not appear kinked or bent. The reporter thinks there may have been air bubbles in the infusion set tubing. The cartridge was removed and there appeared to be no air in the cartridge. The pump settings and delivery history were reviewed with the reporter and deemed accurate. The bolus deliveries were confirmed to have been completed correctly. There was no evidence of a pump malfunction.

Manufacturer narrative:
(B)(4): evaluation revealed that the up arrow and down arrow keypad buttons were unresponsive. Product analysis was unable to perform investigation due to unresponsive buttons. Conclusion was unable to adequately investigate due to additional failure.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and the results will be provided in a supplemental report. There was no evidence of a pump malfunction. No conclusions can be made at this time.